Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away due to malignant ventricular fibrillation; the physician expressed dissatisfaction regarding the performance of this device. Consequently, the device was explanted and returned to guidant for analysis.